Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient cable broke while the external pulse generator (epg) was being used with a patient. The status of the cable is unknown. No patient complications have been reported as a result of this event.